Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user changed infusion supplies and subsequently experienced hyperglycemia while the ilet pump was found paused; therapy was resumed by support, and the user reported glucose levels trending down afterward. Symptoms included elevated blood glucose up to approximately 400 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no assistance administering backup therapy, and no ketone testing. Investigation included customer support troubleshooting, review of the blood glucose questionnaire, and confirmation that therapy resumed after identifying the pump in a paused state. Investigation of this case revealed hyperglycemia associated with therapy interruption due to the pump being paused, with no device component damage or malfunction reported after resumption. It was concluded, based on previously established findings for similar reports, that the cause was unclear given limited information and resolution following resumption of therapy.